Event description:
Received information that pump has stopped all insulin delivery. This issue elevated the customer's blood glucose levels, but he made corrections with syringes and fast acting insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.